Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the forceps elevator had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: probable cause: it is thought that the event was caused by the use of a high-frequency instrument without sufficient distance from the tip. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord had corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.